Event description:
It was reported that the sensor was not working. The sensor was inserted in the abdomen. The patient's spouse indicated that the cgm ¿did not display values correctly,¿ and ¿stopped giving readings¿ on (B)(6) 2023. At the time of follow up contact on 07/20/2023, it could not be determined if the sensor had completed the warm-up phase at the time of the event. One message displayed on the receiver was ¿wait two hours.¿ the patient was unsure if the problem was with the transmitter, the sensor or the receiver. The spouse was not able to check the patient¿s bg values because of a dead glucometer battery. The patient became lethargic so she called emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 40 mg/dl. He was hypoglycemic, given a glucagon injection and transported to the hospital. Treatment included IV dextrose, and over 3 days his condition improved but he was weak. He was transferred to rehab for an additional 7 days to recover. At discharge he was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.